Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an m-12 error while starting a procedure. The customer removed the foot pedals from the drawer and the message was presented on additional power cycles. No issues were noted with the foot pedals. The green cord was also replaced prior to contacting tse with no change. Tse had the customer power off the integrated electrosurgical unit (iesu) or erbe and disconnect the external foot pedals. The middle connector was removed, and the error was persistent. Once the far-left connector was removed from the back of the erbe. The erbe powered on without error and the surgeon was able to resume the procedure with both foot pedals removed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse logged into the service module of the integrated electro surgical unit (iesu) or erbe and utilized the signal activation test to identify that the dual pedal was functional, but the single bipolar pedal would not send a signal when pressed. Fse unplugged the single bipolar pedal and there were no additional errors. Fse replaced the single bipolar pedal and upon restarting the erbe there were no errors. Fse utilized the signal activation test to perform functions check on the new pedal, which passed. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to single bipolar pedal. This issue can be resolved by replacing the single bipolar pedal.